Event description:
It was reported the patient never had therapeutic effect and the device never worked. The device was never reprogrammed following the implant and the reporter stated the patient had the worst urinary symptoms now. The patient's trial prior to the implant was fair. The patient needed to have a magnetic resonance imaging (MRI) of her neck and head. The health care professional stated the device was explanted so that the patient could have the MRI. The patient outcome was not reported.

Manufacturer narrative:
Lead model 3093-28, lot #v592583, implanted: (B)(6) 2011, programmer model 3037, serial #(B)(4).